Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, a c-00 error was presented on the integrated electrosurgical unit (iesu). The technical support engineer (tse) identified error c-33 following a review of the system error log and advised the customer to utilize another power outlet and power cycle the iesu, however, the issue persisted. Consequently, the tse informed the customer that the iesu would require repair by a field service engineer (fse) and advised that an external generator be prepared. The customer confirmed understanding and the procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the system did not initially power on without errors as the reported error occurred during initial start up. The iesu was power cycled in attempt to resolve the reported issue, however, the customer was unable to continue use of the iesu and the procedure was completed robotically on the same system utilizing a third-party generator unit without injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported issue and replaced the integrated electrosurgical unit (iesu) for resolution. The system was tested and verified as ready for use. Isi received the da vinci product involved with the complaint to perform failure analysis. The iesu was analyzed and placed on an in-house system where it was run in normal mode. The iesu displayed error c-33 upon consecutive start ups. A review of the error log also confirmed a history of c-33 errors being displayed.